Event description:
Needle breakage. Customer states needle broke. Customer is unable to determine any further information on this occurrence. There are no reported adverse consequences to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.